Event description:
Patient reported to have undergone a knee arthroplasty on an unknown date. Patient further alleges past metal sensitivity reactions and current issues with the implant. No further information has been provided to date. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.